Manufacturer narrative:
Additional information: images were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided:  the valve had very calcified cusps, (calcification seen in CT scan). The pigtail was in place in the non-coronary cusp (ncc). No info on bav. Valve alignment was well done. Valve position after flex shaft retraction: it was aligned between the markers. Fast and symmetric inflation. The next images showed cardiac massage. Contrast was seen at the level of the ncc, indicating a probable rupture at this level. Impressions: probable rupture due to calcium dislodgement during inflation at the level of the ncc, when the valve was stressing the sinus. Calcification well seen at the CT scan. Based on the CT scan, there was no excessive over sizing. The annulus area measured 419 mm2, and the sinus of valsalva (sov) diameter measured 26.3 mm, average. Indicating there was enough room for a 23 mm valve.

Event description:
As reported through an edwards lifesciences affiliate in australia, during the deployment of a 23 mm sapien 3 valve in the aortic position via transfemoral approach there was a rupture of the non coronary sinus of valsalva. Pericardiocentesis was performed and the patient was transferred to the or for surgery. The valve was explanted and a non-edwards surgical valve was implanted. Patient was stable. As per medical opinion, the cause of the rupture is unknown. The calcification on non-coronary leaflet was severe but there was enough room in the sinuses to avoid a rupture.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the annular rupture was not confirmed, but may have been due to procedural factors listed above and/or patient factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through an edwards lifesciences affiliate in (B)(6), during the deployment of a 23 mm sapien 3 valve in the aortic position via transfemoral approach there was a rupture of the non coronary sinus of valsalva. Pericardiocentesis was performed and the patient was transferred to ICU for surgery.